Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the device not connecting was unknown. They noted that the device was off and then they got shocking when turning it on. The reason was unknown. When asked what steps were taken to resolve the issue they stated that the impedances were all within normal limits. They turned the device onand the patient had a brief (5 second) strong stimulation. It quickly went away. They turned up program 2 to 0.6 and they had comfortable vaginal stimulation. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and stated they called their healthcare provider (hcp) and their hcp agreed to have a manufacturing representative(rep) at the appointment next friday at 11:00 am. The hcp told the patient they usually have a particular rep at appointments and advised the patient to call patient services to request a rep to be present at the appointment. Agent re-opened case and emailed the field with patient's request. On 2025-02-14, a rep responded by email that they left a message for the patient that they would see them at the hcp's office.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had an MRI about 6 months ago and their implant has been in MRI mode since then. Patient said that about 3-4 days ago they went to adjust their therapy and they got a shock from hell that was never ending until they turned the therapy off again. The patient then said that they tried to connect to their implant again today and got a message that said the system has encountered an unexpected error (0xeca501). Agent had the patient attempt to connect to ins, but when patient saw message stating communicating with device, they began yelling in pain, and someone helped them turn it off. Patient was not able to describe exactly if they had connected to ins. Agent reviewed the role of patient services regarding medical issues, and the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.